Manufacturer narrative:
Product event summary: the data files for the nitron console of serial number (B)(6) were returned and analyzed. The case file was not available for analysis on the reported event date. In the fault file, the following fault messages were found on the reported event date. In the case ID (B)(4), the balloon catheter afapro28 of lot number 238722 received the system notice n-034 "the system has detected the required inflation pressure was not reached." On the treatment ID(s) (B)(6) during the inflation state. A system notice n-041 "the system has detected a lower-than-expected tank weight." Was confirmed multiple times during the fault evacuate state. A system notice n-170 "the system has detected a lower-than-expected flow rate at the start of balloon ablation." Was confirmed multiple times during the transition state. A system notice n-184 "the system has detected a higher-than-expected pressure." Was confirmed multiple times during the ready state. In conclusion, in conclusion, the reported n-034 system notice was confirmed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The physical console was not returned and aborted under general anesthesia cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, repeated errors occurred, and the freeze was aborted approximately 20 seconds into the process with an error message stating "the system detected the required inflation pressure was not met." Troubleshooting steps included checking the angulation of the connection hose, changing the coaxial umbilical cable and electrical umbilical cable, replacing the auto connection box, connecting a new gas tank, checking the scavenging hose for obstructions, and rebooting the system, all of which showed no improvement. The balloon catheter was replaced but the same issue persisted. The procedure was aborted after completing three of four pulmonary veins due to a suspected console issue. The patient was under general anesthesia. During alater servicing, the tank temperature was low, the tank heater was not activating, and the door sensor was "faulty." The console was serviced as appropriate. No patient complications have been reported as a result of this event.